Event description:
Additional information: it was reported that the patient expired from right ventricular failure which was diagnosed before the implant of the vad.

Manufacturer narrative:
Manufacturer's investigation conclusion for heartmate 3 lvas, (B)(4): a correlation between the device and the patient outcome could not be conclusively determined through this evaluation. The account reported the pump would not be returned. A previous submission of this report, as well as MFR 2916596-2019-03272 contain full evaluations of the submitted log files and show no device related issues or atypical alarms. No interruptions in device therapy were captured prior to the driveline disconnect and the system controller exchange. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion for system controller, (B)(4): the reported event of a yellow wrench alarm was confirmed and reproduced during analysis. The evaluation of the returned system controller, serial number (B)(4), revealed a compromised pcb component (open fuse). As a result the returned system controller displayed call hospital contact/driveline power fault alarm when connected to a test pump. The pump support was not affected and the system controller operated successfully a test pump with a driveline power fault alarm active. Visual inspection of the system controller revealed a burn mark inside the driveline connector. The open fuse was successfully replaced and the system controllers operated as intended with no active alarms. A full functional test was performed and the controllers passed all test steps. The system controllers operated for extended period of time while connected to a mock circulatory loop with no adverse events or alarms noted. The data log files (event and periodic) were successfully retrieved from the system controller. The event log file contained events captured from april 19, 9:43 pm to april 20, 12:33 am where a driveline power fault alarm associated with a fuse b open and a low flow hazard alarm associated with flow values below 2.5 lpm were recorded. The recorded information indicated that the driveline was disconnected on april 19 at 10:30 pm and the speed decreased to 0 rpm. The data contained in the periodic log file did not add any new information regarding the reported event. In conclusion, the data contained in the event log file and the burn mark observed in the driveline connectors indicated that the driveline power fault alarm was a result of incorrectly inserted driveline (180 degrees) which resulted in a damaged fuses in both system controller. The investigation was unable to determine what event/alarm prompted the controller exchange as the log file was overwritten.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). The patient exchanged system controller for unknown reason. The exchanged system controller serial number is (B)(4), and contributed to the patient's death. Approximate age of device- 3 years, 27 days. The investigation results will be provided in a subsequent submission.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient experienced a yellow wrench while attempting to change the primary system controller. The reason for exchanging the system controller or the alarm was unknown. The patient was found minimally responsive based on the ems, and was pronounced dead at an outside hospital at sutter delta. The manufacturer's technical service representative reviewed the log file and observed driveline power faults with low flow. The driveline was subsequently disconnected.